Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient was to get 3 syringes of chemotherapy by IV push via the primary infusion of adriamycin. Nurse attached the green connector and started to give the IV chemotherapy push. She noticed it was leaking so she tightened the connector further but it continued to leak. She then changed the tubing/connector and was able to give the last 2 syringes without additional leaking. It was unclear how much of the first syringe was given to the patient, though it is likely the patient only received a very small amount if any of the first syringe. Per the doctor¿s orders did not remake the first syringe. The patient received 2 of 3 doses of chemotherapy. Md felt that this would not have a negative impact on the patient. There was no patient harm.

Event description:
The customer reported that a patient was to receive 3 syringes of adriamycin IV push. The nurse attached the bonded texium syringe to a needle free connector and noticed leaking upon initiating the ivp; she tightened the connection but it continued to leak. She then changed the connector and was able to give the last 2 syringes without additional leaking. It was unclear how much of the first syringe was given to the patient, though it is likely the patient only received a very small amount if any of the first syringe. Per the doctor¿s orders the chemotherapy was not repeated. Md felt that this would not have a negative impact on the patient.

Manufacturer narrative:
The customer¿s report of a leaking green connector during an IV push was confirmed but only after manual over-torque of the texium to the lab test smartsite connection. The syringe was visually inspected for cracks, crazing or breaks on the barrel, plunger and closed male luer of the device. The actuator tabs of the texium adaptors were not observed to be damaged. No anomalies or evidence of damage were observed. Functional testing confirmed after the over-torque, the flush test was repeated and a liquid was observed at the texium to smartsite connection. The root cause was not identified.